Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
Pump filled at 12:30 am, saf set at 4 ml/hr. Infusion started at 1 pm. Pt in recovery until 5 pm, no issues with pump were identified. Next day at 9 am, the pump was found empty. Saf was found set at 8 ml/hr. Infused the 400 ml in approximately 20 hours. No adverse event occurred. Occurred 2 times, but only 1 pump was saved. Date of event: (B)(6) 2010.